Event description:
Customer stated their teeth became sensitive, tooth chipped and turned yellow because of the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.